Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 03.043.001 lot: 20253901 manufacturing site: selzach supplier: bächler feintech ag release to warehouse date: december 03, 2020 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the univ-chuck was returned and received for analysis. Upon inspection, the device is jammed and does not function appropriately. No other issues were observed with the returned device. Functional test: a functional test cannot be performed as the returned device was found to have been jammed/seized. Dimensional inspection: due to complex device geometry, no complaint relevant dimensions can be measured. Investigation conclusion: the reported condition of the complaint device (univ-chuck) is confirmed. The device is jammed/seized. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the device was tight and will not release. There was no patient involvement. This report is for one (1) universal chuck this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.